Event description:
During a laparoscopic appendectomy, surgeon requested a ligasure, a stryker reprocessed ligasure maryland was opened and used. Surgeon reported that the device was not functioning as it should and that this has happened in the past. When asked for more details surgeon stated the device does not always seal ¿ the seal cycle does not complete.